Event description:
Caller states that the pt tested 5.5 inr on the device and 2.4 inr on a comparision lab. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.